Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged insulin pump error 43 and insulin pump error 130 alarms reported on (B)(6) 2021. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump history and trace files were successfully downloaded using thus. There were no unexpected insulin pump error 43 or insulin pump error 130 alarms noted during testing and a review of the downloaded history files show there are three (3), insulin pump error 130 alarms that occurred on (B)(6) 2021 at 16:36, 18:45, and 18:52 and one (1) insulin pump error 43 alarm the occurred on (B)(6) 2021 at 07:55. The insulin pump was cut open for visual inspection. Moisture damage was found on pcba 1, the motor, motor home switch, and the force sensor. Moisture damage was also found on the inside of the battery tube. Insulin pump error 43 and insulin pump error 130 alarms are due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label fading, end cap address label faded, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and broken belt clip rails. Insulin pump error 43 and 130 alarms are confirmed. No insulin pump error 43 or 130 alarms noted during testing however, insulin pump error 43 and 130 alarms were found in the history files due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had detected an error in the motor reported by reading unexpected value from hall sensor and movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer had changed reservoir of insulin pump and while rewinding error occurred. Customer stated that they were able to clear alarms but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.